Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical products: hose device, therapy date: on (B)(6) 2022. UDI: (B)(4).

Event description:
This is event 1 of 2 of the same event. It was reported from brazil that during an unspecified surgical procedure, it was observed that the pneumatic hose device burst while in use with the compact air drive device. According to the reporter, the surgeon stated that he could not hear from his left ear and had tinnitus. The surgeon went to the emergency room and was informed that he had a decrease in the left auditory capacity and was recommended to a specialist in otorhinolaryngology o.r.l and positive roomberg testing. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no report of injuries to the patient, medical intervention or prolonged hospitalization of the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection. The device exhibited scratches on the housing and had dents in the handpiece and on the air hose coupling. It was detected that the upper trigger of the handpiece was stuck in the pressed position, this led to the failure of other test steps. Furthermore, it was found that the attachment device could not be attached to the device because of the stuck press pin and the device did not run. Corrosion was observed when disassembled , the housing on the bottom of the handpiece was bent preventing the removal of the motor and the gear. According to the found defects its clear that the device was not handled with care. The device also failed pretests for general condition, attachment coupling with oscillating drill attachment, reverse locking mechanism with oscillating saw attachment, sticky trigger, function of device and power with power test bench. Subsequently tests 11-14,17 could not be performed. The assignable root cause was traced to component failure due to normal wear and user error. A service history review was performed, and no non-conformances were detected related to the reported condition.